Event description:
Customer's mother reported that customer was hospitalized for high blood glucose and dka. Troubleshooting was performed and pump appeared to be operating normally. No further details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been retured. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.